Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut off and had a burning smell. There was no injury to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and on initial investigation the fse found the cart side to be functioning correctly. The fse managed to get unit to run in service mode. Error log, f0 side panel and screen - fault 139. Pmb communication error. The fse removed unit from site and returned to workshop. The fse returned and found faulty component on solenoid control pcb. The fse replaced the solenoid control pcb and the second board found to be fault so the power management board was replaced. Unit tested, functioning correctly and returned to customer.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit after two days of therapy had shut off and had a burning smell. The patient was switched to a replacement iabp without adverse outcome. There was no injury to the patient.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit after two days of therapy had shut off and had a burning smell and gave "alarming high pitch beep". The patient was switched to a replacement iabp without adverse outcome. There was no injury to the patient.